Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3,h6): manufacturing representative went to the site to test the system, found bad sector in detector creating circle artifact in images. Replaced detector, system is ready to use. The detector was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, confirmed reported complaint. "Faulty detector." Installed detector panel in imaging system. The system did not initialized. The generator did not ready. Virtual cp network failed. No link. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6) rev. Ab, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during testing, the detector showed some blank spots. Field service engineer reported the detector had lost some sectors and would need to be replaced. There was no patient involvement.